Event description:
Wound healing difficulty, report#(B)(4) adrs 9/15/2022 updated 10/14/2022 on 19 aug 2022, the patient delivered a boy by caesarean section due to "cephalopelvic disproportion and premature rupture of membranes", with absorbable surgical suture m442n (3-0). The abdominal incision was found liquid leaked and pressured pain on (B)(6), then was treated with escalating antibiotics. One week later, the abdominal incision was seen to be healing.

Manufacturer narrative:
The device history record for the reported lot was reviewed. No quality issues were noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. The sterility records were reviewed and met all current requirements. No samples were returned for testing/review. No photos of the surgical site were provided for review. If samples or photos become available at a later time, they will be reviewed, and the results will be included in a follow-up report. The IFU for this product states the following: adverse reactions. Adverse effects associated with the use of this device may include wound dehiscence; failure to provide adequate wound support in closure of sites where expansion, stretching or distension occur etc., unless additional support is supplied through the use of nonabsorbable material; failure to provide adequate wound support in elderly, malnourished, or debilitated patients, or in patients suffering from conditions which may delay wound healing; tissue granulation or fibrosis, wound suppuration and bleeding as well as sinus formation; wound infection, minimal acute tissue inflammatory response characteristic of foreign body response; localized irritation when skin sutures are left in place for greater than seven (7) days; calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs; and transitory local irritation at the wound site. Precautions: infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with polysyn¿ (polyglycolic acid) suture. Skin sutures which must remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Without receiving details regarding the preoperative preparation of the device, placement of the suture in the tissue, patient''s health history, past reactions to suture materials, post-operative events that may have attributed to the event, culture results, or the surgeon''s technique, a definitive root cause cannot be determined at this time.